Event description:
Revision of knee components. Primary components were placed with too much internal rotation resulting in pain. This event occurred outside of the us, in (B)(6), and was discovered through post market surveillance activities.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned to the eval. The device history record review provides assurance the part was accepted with conformance to the product requirements.